Event description:
It was reported that the device had error240.4150.5. It was unable to connect to the device as it's showing error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was error 240.4150.5 and was not identified during the customer call. The tech support recommended performing a pm and running a basic infusion on the device prior to sending it back to the nurses. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.